Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after firing. Reporter stated that she was accidentally stuck by the protruding lancet that she had just used. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.